Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lid being contacted with a scope when it was closed and/or something hard hit the lid.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the user facility to confirm the reported issue. The fse confirmed and replaced the cracked lid. The device was repaired according to specifications. No other issues were found during the on-site visit. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported a cracked clear lid on an oer-pro endoscope reprocessor. There was no patient harm or injury reported. No additional information has been obtained.